Event description:
The customer reported to philips healthcare that the heartstart xl "had not triggered on first shot during a cardioversion". There was no patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.